Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support, and while on support, there was an anti-contamination sleeve tear distal and proximal. The tear was covered in betadine and a tegaderm. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for the reported product damage has been completed. Product was returned for investigation. The sterile sleeve was seen torn from the distal end of the catheter towards the red handle. On the proximal end, the sterile sleeve was completely torn from the catheter anchor, with the anchor itself missing from the returned product. In conclusion, it was determined that the cause of the sterile sleeve damage was excessive force when handling the device. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: cautions. ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ added-h6 impact code 4641 d4-corrected model number.